Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging the batteries in her onetouch ping meter were draining too quickly. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient claimed the alleged issue began back in (B)(6) 2009 where the subject meter's batteries would only last for approximately 5 days and then would need replacing. The patient informed the mss that she manages her diabetes with apidra insulin and continued with her usual diabetes management routine in response to the alleged issue. The patient stated that "a few months ago" she was in the kitchen cooking and all of a sudden she felt "dizzy, nauseous and briefly fainted" she stated a family member was there to assist her and she doesn't recall how she was treated. She stated she also was able to check her blood glucose with the subject meter at that time but could not recall the result. At the time of troubleshooting, the cca noted that the subject meter was not brand new, however, the patient stated she has had this issue ever since she has owned the meter. The issue remained unresolved and replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no in a delay of treatment since the patient stated she was able to use the subject meter straight away. However, this complaint is being reported because the alleged product issue remained unresolved.